Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the capio carrier ("needle") broke in half. One part of the detached piece was inside the patient and the other half was still in the capio device. The surgeon spent a long time retrieving the detached piece that was embedded inside the patient and did manage to complete this. However, it is unknown how the detached piece was removed from the patient. The procedure was completed with this device. Reportedly, the patient's operation time was extended but no physical injury was noted.